Event description:
The reporter indicated that following patient's surgery, the eri (early replacement indicator) message was seen. When programming the device to the ddd mode, it reverts back to the vv mode. It is not possible to obtain telemetry. During ventricular sensing test the message, "access denied-emergency mode in progress" appeared. The rep was contacted on 4/30/97 regarding the "emergency mode" complaint. The rep said she will have the field clinical engineer perform a ram dump of the device and then perform a back-up reset. They will access the functionality of the device, including whether the device is truly at eri. A magnet application may have been applied to prevent inhibition. Since the device returns automatically to the demand mode after 64 cycles, it's possible that reapplication occurred.

Manufacturer narrative:
An investigation was performed and the behavior could not be duplicated.